Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported driveshaft fracture appears to be related to operational context. In this case, it is possible that the driveshaft fracture is due to device placement or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: d9. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used for three treatments in the superficial femoral artery (sfa), three treatments in the common femoral artery (cfa), and six treatments in the common iliac. It was noted the vessels were heavily calcified. Upon removal of the oad, the nosecone was observed to be missing from the oad driveshaft. The nosecone was on the guide wire in the external iliac. A non-abbott catheter was used to retrieve the nosecone and guide wire. There was no additional intervention taken to remove the fractured component, as the component came out with the guide wire. The cause of the fracture was unable to be determined. There were no patient complications as a result of the event. The patient was in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used for three treatments in the superficial femoral artery (sfa), three treatments in the common femoral artery (cfa), and six treatments in the common iliac. It was noted the vessels were heavily calcified. Upon removal of the oad, the nosecone was observed to be missing from the oad driveshaft. The nosecone was on the guide wire in the external iliac. A non-abbott catheter was used to retrieve the nosecone and guide wire. There was no additional intervention taken to remove the fractured component, as the component came out with the guide wire. The cause of the fracture was unable to be determined. There were no patient complications as a result of the event. The patient was in stable condition.